Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed an infection. It was suspected that the infection was staphylococcus on the right ventricular lead. The system was explanted on 8/20/2018. The patient was stable throughout the procedure.